Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: ryugen nc 2.5x10, guide wire: versaturn. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified proximal circumflex coronary artery that was fully stenosed. Pre-dilatation was performed with a 1.5 x 10 mm non-abbott balloon. A 2.5 x 38 mm xience xpedition stent was then deployed at 10 atmospheres and was post-dilated with a 2.5 x 10 mm non-abbott balloon. A proximal edge dissection was noticed after post-dilatation and a 2.5 x 28 mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The return status has been changed from yes to no. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.